Event description:
It was reported that the handheld computer screen was repeatedly freezing after interrogation on the parameters screen. Per physician, if the handheld is left alone for a few minutes after the screen freeze, he can usually get it to progress further. Re-inserting the flashcard will resolve event as well.